Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had gotten sick with a stomach bug, which caused low blood glucose levels and ketones. Customer could not take insulin to get rid of ketones. Customer's blood glucose level was in the 60's mg/dl. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 200 mg/dl. Customer will call the helpline if needed. No further assistance needed.